Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician removed the hemostat scissors from the pouch, the hemostat was broken near the hinge. The procedure was completed using hospital stored hemostat scissors. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of ths procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the physician removed the hemostat scissors from the pouch, the hemostat was broken near the hinge. The procedure was completed using hospital stored hemostat scissors. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of ths procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device revealed one prong of the hemostats to have broken off at the shoulder near the hinge. The condition of the returned unit was consistent with the complaint incident that the hemostat broke. Physical analysis of the fracture surface revealed voids in the material and other casting imperfections that might have contributed to the failure. Based on the event description and physical examination of this and other returned broken hemostats, the most probable root cause is supplier manufacturing. A corrective action has been initiated to address this issue. A review of the device history record (DHR) was performed for lots 14782988, and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14782988.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.